Manufacturer narrative:
During follow-up, the patient said she thinks she acquired the infection due to her reuse of catheters. She did not get her supplies on time and has been having to reuse the catheters. She said there have never been any defects or malfunction or any problems with the t12 catheters.

Event description:
Intermittent catheter patient (user) said she got a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said she has not been able to resolve the infection because she has multiple sclerosis (ms) and is limited in the antibiotics she can use.